Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 419 mg/dl at the time of call. The caller stated that they treated the high blood glucose with insulin pump. Troubleshooting was declined for the high blood glucose. The insulin pump will not be returned for analysis.